Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a project engineer that revealed that during the final tightening of the break-off nut, the locking nut may have been tilted and become loose due to thread grooves missing on the break-off nut. Consequently, this could cause a stripping/shearing effect to the thread of the bone screw.

Event description:
It was reported that a surgeon had difficulties inserting 9 setscrews that kept stripping during a t2-l2 level surgical procedure. No patient complications were reported.